Manufacturer narrative:
The investigation concluded that higher than expected vitros amon results were obtained from vitros liquid performance verifier fluids (lpv) and a non-vitros biorad quality control (qc) fluid using vitros chemistry products amon slides in combination with a vitros 5600 integrated system. The assignable cause of the higher than expected vitros amon results is an analyzer related issue caused by microslide incubator contamination. Initial precision testing passed using an alternate chemistry, but failed when using vitros amon slides. The customer obtained passing precision results using vitros amon slides after cleaning the microslide incubator and replacing the evaporation caps. Historical qc results were not yet available to evaluate vitros amon lot 1018-0251-5060 performance as this is a new lot for the customer. Historical qc from previous lot 1018-0250-1825 was evaluated, and imprecision was seen on this lot as well. Therefore, this event was not reagent lot specific. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros amon lot 1018-0251-5060.

Event description:
A customer reported imprecise results obtained from vitros liquid performance verifier fluids (lpv) and a non-vitros biorad quality control (qc) fluid using vitros chemistry products ammonia (amon) slides on a vitros 5600 integrated system. Vitros lpvi lot d6163: vitros amon result of 91.6 mol/l versus the expected result of 56 mol/l. Vitros lpvii lot c5707: vitros amon result of 249.9 mol/l versus the expected result of 193.9 mol/l. Non-vitros biorad lot 54232: vitros amon result of 97.1689 mol/l versus the expected result of 70 mol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The unexpected results were attained from qc fluids. However, the investigation could not conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).